Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-jul-2023. H6: investigation summary: one sample model mp5301-c lot 23039021 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the male luer. The customer complaint that the set was unable to be flushed was replicated. A device history record review for model mp5301-c lot number 23039021 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: bd max plus pressure rated extension set looked intact but even when connected to a working 10ml saline flush correctly it would not flush. Inspected the device, didn't appear to be clogged or have anything blocking the flow of saline but would not flush. No patient effect/did not come in contact with patient, a new extension set was opened for the patient as the hcp could not use this one..

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: bd max plus pressure rated extension set looked intact but even when connected to a working 10ml saline flush correctly it would not flush. Inspected the device, didn't appear to be clogged or have anything blocking the flow of saline but would not flush. No patient effect/did not come in contact with patient, a new extension set was opened for the patient as the hcp could not use this one.